Event description:
While the surgeon was removing the small weitlaner retractor from the surgical site the retractor broke into 2 pieces. The two pieces were removed from the field. An x-ray was taken and read as clear by radiology.